Event description:
It was reported post the sensor implant procedure on (B)(6) 2019, the patient developed hemoptysis and had to be admitted for observation. Pneumothorax was noted during observation. The patient was confirmed as stable and discharged home.